Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with operating room charge his ipg. The patient last charged his ipg six months ago and has not used it since then. X-rays were done and did not show that the ipg had flipped. His physician is planning to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.